Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Elevated blood glucose was addressed with a manual injection. System check was started with tandem technical support; however, the customer was low on insulin and could not complete the check. Customer changed pump supplies and was able to resume insulin delivery.